Event description:
A surgeon reports that an intraocular lens (iol) was damaged in the cartridge of an iol delivery system. The trailing haptic was amputated by the plunger while injecting the iol into the eye. The iol had to be bisected and the wound widened to allow removal.